Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that flow issues occurred with a bd phaseal¿ optima protector (p20-o). The following information was provided by the initial reporter, "it was reported that all techs that mixed this week struggled and complained about how difficult it is to extract the drug from vials and push into IV bag event description per attached email states, "push and pull force during extraction is not easy (x7 incidents): all techs that mixed this week struggled and complained about how it is to extract drug from vials and push into IV bag. Techs are used to extracting with ease since they used 16 gauge needle, they noticed the difference with phaseal since they are using for cisplatin. Component used p20-o lot number 187704 and n35-o lot number 1807712."

Event description:
It was reported that flow issues occurred with a bd phaseal¿ optima protector (p20-o). The following information was provided by the initial reporter, "it was reported that all techs that mixed this week struggled and complained about how difficult it is to extract the drug from vials and push into IV bag event description per attached email states, "push and pull force during extraction is not easy (x7 incidents): all techs that mixed this week struggled and complained about how it is to extract drug from vials and push into IV bag. Techs are used to extracting with ease since they used 16 gauge needle, they noticed the difference with phaseal since they are using for cisplatin. Component used p20-o lot number 187704 and n35-o lot number 1807712."

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1807704, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes both visual and functional testing during manufacturing to ensure the functionality of the device, flow rate among some of the testing performed. Three retained samples of the protector lot 1807704 were used for additional evaluation. The samples were functionally tested and in all cases, flow was observed and the product functioned as intended. Based on the available information we are not able to identify a root cause at this time.